Event description:
It was reported the device was used during a lap oopherectomy. It was reported the ez35w would not release from tissue after firing. The instrument had made a loud cracking sound when fired. A grasper was used to release the device from tissue. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: record purposes only: no analysis could be performed since no instrument was received. The info you provided has been noted and reviewed with the appropriate mfg and engineering personnel.